Manufacturer narrative:
Eval: customer declined manufacturers service.

Event description:
The customer reported the ventilator began alarming due to an occlusion. The customer reported the unit was in use on a patient and there was no patient harm. The customer reported they had discarded the exhalation filter and patient circuit that was in use on the ventilator, therefore no assessment could be made. The customer declined manufacturers service of the device. When an occlusion is detected during normal ventilation, the ventilator will open the safety valve which allows the patient to breathe through the system. When the safety valve is open it is accompanied by an alarm and an occlusion svo message in the display. A sustained occlusion may be detrimental to the patient and must be addressed by the operator. Filter replacement must be performed per manufacturer recommendations and specified intervals.